Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states the tip of the syringe is deformed.

Manufacturer narrative:
Additional information was received that the syringe luer tip did not break off during use or in packaging. The syringe arrived with the tip missing and therefore is considered an assembly issue with no risk or user/patient harm. In closing there will be no further supplemental report submitted.